Event description:
Pt showed signs of toxic shock syndrome whilst wearing mepilex ag. Superficial burns to 6% tbsa, face, neck and chest. Pt was scaled by hot chocolate. Dressed with mepilex ag on (B)(6) 2012. On (B)(6) 2012, the pt was bathed and dressed with mepilex ag. On (B)(6) 2012, symptoms of tss occurred.

Manufacturer narrative:
No review of the device history record could be conducted as no lot number or sample was provided. Molnlycke health care has no evidence that the mepilex ag was directly related to the pt's condition.